Event description:
It was reported that during a radical neck disection procedure, the white tissue pad separated from the device into the pt. The piece was retrieved. Bipolar was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/14/2008. Info anticipated, but unavailable at this time.